Event description:
A cartridge alarm was reported by the caller. Their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. The caller was unable to load a new cartridge at the time of the call but declined follow-up assistance for loading a new cartridge and agreed to seek follow-up if the issue reoccurs with a new cartridge.